Event description:
A customer contacted stryker to report that their device had illuminated its service led. Upon inspection, stryker observed that the device would not complete its boot up cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not complete its boot up cycle. The cause was isolated to the system pcb assembly. The device can no longer be repaired. The customer will scrap the device.